Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pseudotumor. Intra-operatively, black material was observed inside the femoral head and on the trunnion of the stem. The head and liner were revised. Rep confirmed there are no allegations against the revised liner.

Event description:
It was reported that the patient's right hip was revised due to pseudotumor. Intra-operatively, black material was observed inside the femoral head and on the trunnion of the stem. The head and liner were revised. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
Reported event: an event regarding altr ad metallosis involving an unknown accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have had the opportunity to review the information related to this pi including the product inquiry summary and an ap x-ray of a right tha. The event description from the product inquiry summary states: it was reported that the patient's right hip was revised due to pseudotumor. Intra-operatively black material was observed inside the femoral head and in the trunnion of the stem. The head and liner ware revised....... The ap x-ray shows a pressfit tha in anatomic position without evidence of mechanical complication. No information was provided documenting revision surgery nor intra-operative findings. The root cause of this event cannot be determined from this limited information. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to pseudotumor. Intra-operatively, black material was observed inside the femoral head and on the trunnion of the stem. The clinician review indicated [...] The ap x-ray shows a pressfit tha in anatomic position without evidence of mechanical complication. No information was provided documenting revision surgery nor intra-operative findings. The root cause of this event cannot be determined from this limited information. "This inquiry reports the failure of a total hip replacement approximately four years after implantation due to metallosis and adverse soft tissue reaction. I can confirm that this event took place since I was able to review the revision operation report. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.